Event description:
Additional information received from patient indicated that they saw the healthcare provider (hcp) in (B)(6). They had turned off the stimulator in (B)(6) 2012 and had surgery to remove stimulator in (B)(6) 2016. It was noted that the fibromyalgia and toes curling were resolved. They would wait till the surgery site has healed.

Event description:
The patient reported that their toes were curling with stimulation turned on. The patient had fibromyalgia years before they were I implanted. During the trial the patient never had any issues with their fibromyalgia. After the patient was implanted their fibromyalgia ¿got bad.¿ when the implant was on the fibromyalgia and toe curling was so strong they could feel it all of the way from their toes to their neck. The patient tapered off using their implant and eventually turned it off. When the patient had their device all of the way down to 0v they were still experiencing the toe curling. The patient also reported pain at their implant site the patient stated that it may have been laying on a nerve but they were in a lot of pain. The patient wanted to have their device explanted. The patient was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.